Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the lens was removed intraoperatively from the pt's right eye due to a scratch on the optic noted upon insertion. The incision was enlarged to remove the lens and another lens of different model was implanted successfully. Reference MDR# 1119279-2014-00223 for the delivery device used during the procedure.